Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a bend was found in the insertion section involving an olympus hf-resection electrode, loop. Reported. There was no patient involvement.